Event description:
It was reported that the burr became not sterile. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.25mm rotalink plus was selected for use. During preparation, while testing the device, it was noted that the burr became entangled in the cloth and could not be used. The procedure was completed with another of same device. No patient complications were reported.